Manufacturer narrative:
The pod was received deployed. Download data does not show any timeouts or drive stall. A crack was observed on the top housing of the pod. The cannula was observed to be cut off and was not visible in the bottom housing window. The exact cause and timing of the cracks could not be determined. Device was inspected and no signs of corrosion was found. It can be concluded that the crack did not contribute towards the reported event. The cannula was observed to be cut off and could be seen once the pod was opened. During the fluid path test, fluid was observed exiting the tear and causing a leak. The exact timing and cause of this tear could not be determined. The download data does not show any abnormalities that would indicate obstruction of flow or struggles to deliver insulin. The exposed portion of the fluid path was torn off so the complete fluid path test could not be performed. The exact cause of the reported obstruction of flow could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found blocked. As treatment, the patient administered a bolus of 2 units and a new pod was placed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.